Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the cartridge had been fully loaded. Customer¿s blood glucose value was 295 mg/dl reportedly, the customer was able to resolve the issue.